Manufacturer narrative:
The device was returned to olympus for inspection and the black liquid was confirmed; however, the black liquid was unable to be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the device leaked due to a pinhole on the channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a black liquid was coming out of the bronchofibervideoscope. The issue occurred during reprocessing. There were no reports of patient involvement.